Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. No loose drive support disk was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she ended up in the hospital with diabetic ketoacidosis and was still in the hospital. Customer was at work and had a no delivery alarm. Customer did not have any insulin pens to give insulin at home. Customer's mother took her to the doctor's office and she got sick on the way. Customer's current blood glucose was 133 mg/dl. Customer had difficulty breathing, slurred speech, and was vomiting. Customer was taking injections at the time. Customer stated there was an emergency room visit for her high blood glucose. Customer's blood glucose was 595 at the time of the ER visit. Customer was treated with fluids and an IV drip of insulin. Customer was taken off right before being admitted to the hospital and given levemir. Customer stated that the site was not bent when removed. The set was removed and discarded. Customer was put on shots. The drive support cap was also flush. The customer was advised that the pump will need to be replaced.